Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. The usm was found to have triggered error 25745 through the logs and replicated in house. The usm was tested on an in-house system in normal mode with no related errors. The usm was also tested on a patient side cart functional test platform (pftp) with no related errors. Through visual inspection fluid intrusion was found on parts of axis 3. The tornado button will be replaced as a fix for the reported problem.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer was having issues with fenestrated bipolar forceps instruments not moving normally. The customer informed that they switched the instrument and cord with no change. The customer also tried a vessel sealer in the same universal surgical manipulator (usm) with no change. The intuitive surgical, inc. (Isi) technical service engineer (tse) asked if the customer had tried the instruments in another usm, but they have not yet. All issues were happening on usm 2 only. The error logs show multiple 22020 errors pointing to instrument engagement failures on usm 2. The tse recommended, when possible, to reseat the sterile adapter on usm 2 and then replace the drape on usm 2 if the issue continued. The customer was able to continue with the procedure and would inform the staff of tse's recommendations. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm involved with the complaint to perform failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.